Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient developed pain that was not present prior to implant. Nevro attempted to obtain a medical assessment regarding the nature of the symptoms but was unsuccessful. The patient was hospitalized and there have been no reports of further complications regarding this event. The patient is currently using the device to find effective pain relief.